Event description:
It was reported that the mother called the paramedics and paramedics contacted the (B)(6) hospital. The health care professional recommended to mother to treat customer at home and to remove the insulin pump overnight. Assisted mother to review all the settings. The blood glucose reading at time of the call was 269 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.